Manufacturer narrative:
(B)(4). Requested sample was not available for evaluation. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was unable to use their cassette during peritoneal dialysis therapy. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.